Event description:
Technical services received a call on 10/28/2011. Caller stated seeing high lv threshold on this lead at -4 at 1 ms and they tried different vectors. Physician is dr. (B)(6) at (B)(6). Caller turned off lv sensing because 10% of the time or more there was lvs due to lvpp. Now physician states there is no biv morphology. Technical services stated they may want to run max ouput threshold in all vectors. Technical services concerned lead has possibly dislodged. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).